Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The system was later found to be running back within specifications. Since multiple parameters are affected, a general pre-analytic sample handling issue or an instrument issue are most likely.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received questionable low results for four patient samples tested for multiple assays on the cobas 6000 c (501) module - c501. Of the four samples, three had erroneous results for chol2 cholesterol gen.2 (chol), ckl creatine kinase (ckl), and hdlc3 hdl-cholesterol plus 3rd generation (hdlc3). The erroneous results were not reported outside of the laboratory. No adverse events were alleged to have occurred with the patients. The chol reagent lot number was 25068501, with an expiration date of 31-jan-2018. The ckl reagent lot number was 20471501, with an expiration date of 30-nov-2017. The hdlc3 reagent lot number was 20076701, with an expiration date of 31-jul-2018. Calibration, quality controls, and pre-analytic sample handling seemed to be fine. The sample probe and rinse station were fine. The sample probe, rinse station, and drain filter were cleaned and flushed. Reagent surfaces were checked for the presence of bubbles. The reaction cells and lamp were replaced on (B)(6) 2017. A cell blank measurement was performed. On (B)(6) 2017 the customer received a low questionable ua2 uric acid ver.2 result on a fifth patient sample. This value was accompanied by a data flag which invalidated the result. A pipetting check was performed on the analyzer. Calibrations performed with all reagents were ok. Upon review of the chol quality control data, a value was observed to be outside of range, but recovery was ok on the date of the event. Quality controls for other affected tests were within range. Reaction kinetics show that insufficient sample was pipetted. Upon review of the alarm trace, several cell blank out of limits alarms and one sample short alarm occurred on (B)(6) 2017. A general hardware issue could be excluded based on the provided information. A general reagent issue could also be excluded because calibration and controls are acceptable.